Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced as the evaluator observed no sound or very low sound from the pump when moving through settings. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the flex tail not properly connected and the input/output (I/o) board. The rear case and I/o board require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump speaker was cutting in and out. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.